Manufacturer narrative:
The alleged event is not confirm. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, peritoneal dialysis patients treatment details was provided by the peritoneal dialysis nurse and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 3 where 4955ml drained. This drain is 198% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2499ml is 4498ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis clinic indicates that the patient did not experience any complications. Patient did report discomfort and the clinic scheduled the patient to perform a treatment at the clinic to ensure the patient is setting up the cycler correctly.